Manufacturer narrative:
The device history records were reviewed, and it was confirmed that the lot met all release criteria. The balloon catheter was returned without the introducer sheath used during the procedure. Upon inspection, the bifurcate and the hub of the catheter appeared clean and intact. The catheter was severely kinked in 6 locations. There were 3 kinks in the outer shaft, located at approximately 17.1cm, 66.1cm and 77.0cm from the distal tip. The 3 kinks of the inner shaft (polyimide), underneath the balloon, were located at approximately 5.8cm, 6.4cm and 9.3cm from the distal tip. Attempted to check patency of the catheter with an in-house guide wire but was unable to achieve patency due to the numerous kinks. The port holes appeared intact and unobstructed. The balloon was inflated with water. The balloon inflated extremely slowly, more than likely due to the kinks in the catheter. Inflated the balloon to 25atm rbp (rated burst pressure) and held for approximately 30 seconds with no leaks noted. Reduced the pressure to 12atm. Drew a vacuum on the balloon. The deflation time took approximately 2 minutes and 8 seconds. It is unknown if the kinks contributed to the deflation time or if the stated procedural difficulties resulted in the numerous kinks. The result of the investigation was confirmed for difficult to deflate, root cause unknown. It is unknown if patient and/or procedural issues contributed to this event.

Event description:
It was reported that during dilatation following a fistulagram of an upper right arm, the balloon was inflated once to 20 atms and held for 30 seconds, using an inflation device. The balloon would not deflate completely after that one inflation. It was difficult to remove and the sheath buckled as the balloon was being pulled into the sheath. The balloon and the sheath were removed together. A 7f sheath and 0.035 guidewire were used for the procedure. No reported injury to the patient.